Manufacturer narrative:
Concomitant medical products: catalog #00599601852, nexgen lps femoral component, lot #61236152. Catalog #00596205010, nexgen lps-flex prolong articular surface, lot #61200207. Catalog #00597206538, nexgen all poly patella, lot #61203716; manufactured at zimmer (B)(4). This report will be amended when our investigation is complete.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing pain and unable to climb stairs.

Manufacturer narrative:
This report is being amended to reflect changes. This device is used for treatment. A product history search identified no other complaints for the part and lot combinations of the related components. Primary operative notes indicate that the knee had excellent motion and patellar tracking with final components. No complications were noted. An x-ray report dated (B)(6) 2009 indicates a right total knee arthroplasty with no evidence of fracture. A definitive root cause cannot be determined with the information provided.